Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Date and indication of initial surgical procedure? Onset date of current symptoms? When was the mesh exposure first noted by a physician? Was any deficiency or anomaly of the mesh? If yes, please describe it. Other relevant patient comorbidities/concomitant medications? Product code and lot number? Date and surgical findings of mesh removal surgery? What is physician¿s opinion as to the etiology of or contributing factors to these events? What is the patient's current status?

Event description:
It was reported that the patient underwent a gynecological procedure on unknown date and the mesh was implanted. Since the implantation, the patient experienced recurrent utis, hematuria, pain and bladder stones. Then the patient underwent a cystoscopy, removal of bladder stones, laparotomy and excision/complete removal of the mesh due to mesh exposed in the base of stone. Additional information has been requested.